Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted.

Event description:
As reported to coloplast though not verified, the patient's legal representative stated a portion of the mesh was excised and removed due to dyspareunia, recurrent vaginitis & vaginal mesh exposure and erosion.